Event description:
It was reported that the device could not be interrogated after multiple attempts. The device was explanted.

Manufacturer narrative:
No conclusion code available. The reported inability to interrogate was confirmed in the laboratory. The device was unable to be interrogated upon receipt. The device was re-powered and tested on the bench as well as using automated test equipment, and no anomaly was found. The cause of the inability to interrogate could not be determined.

Manufacturer narrative:
(B)(4).